Event description:
The patient has been monitored for a swollen implant site. A CT scan reported no significant findings. Testing of the device revealed that it is functioning. The patient has been an inconsistent device user. The patient's doctor believes, there may be cochlear ossification due to infection on the implanted ear. Advanced bionics is in the process of gathering more information; once, more information is available, a supplement report will be submitted.